Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and ketones. The customer's blood glucose was 433 mg/dl at the time of the incident. The customer's blood glucose was 300 mg/dl at the time of hospitalization. The customer's blood glucose was 194 mg/dl at the time of call. The customer stated that they were given IV fluids and manual injection during the hospitalization. The customer stated that they were throwing up. The customer stated that they were wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.